Event description:
The pt had an aneurx stent graft implanted in 2004. The left limb occluded and he needed emergency reoperation in 2007. He almost died. Route: intra-arterial. Dates of use: 2004 - 2007. Diagnosis or reason for use: aaa. Event abated after use stopped or dose reduced? No. The device used was a 22 x 13 x 13.5 along with a 13 x 11.5.